Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003, post mortem. It was reported the device had not been deactivated at the time of death. While in the morgue at five days post-mortem, the device was deactivated and an interrogation report generated. The interrogation report was given to the local field representative who was on site approximately three weeks later. It was at this time, the 1003 code was noted. The patient's death was not device related and the code was confirmed with a post mortem timestamp. The cause of the post mortem code was unable to be determined in absence of device data or returned product analysis. The device was unable to be located for return.